Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was received as a blind unit; staples did not close correctly. No further information is available. There were no adverse consequences for the patient.

Event description:
Customer reported receiving an error 3 when a test strips was inserted and a battery and booklet icon appeared on the display of their freestyle blood glucose monitor. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The analysis results showed that 11 sterile reloads were received from the same batch number. One reload was opened and tested for functionality with a test device. The instrument fired and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no device was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.